Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge displayed 100% for 3 days even though the pump had not been charged during that time frame. There was no impact to the customer's blood glucose levels. Customer reported that they will revert to insulin injections for alternate insulin therapy.